Event description:
Corneal specialist reports female patient presented with fungal keratitis. The initial examining ophthalmologist states the patient presented 2 days after event date in considerable pain. Upon exam, this ophthalmologist determined her symptoms required specialized treatment and immediately transferred her into the care of the reporting corneal specialist. The initial examining ophthalmologist was able to provide minimal lens wear history, indicating the patient wears her lenses and replaces the lenses on a two week cycle. The initial examining ophthalmologist also believes the patient may have recently moved from the florida area. The technical supervisor for the corneal specialist reports the patient presented with red painful eyes, tearing, photophobia and decreased vision in the left eye. Examination did not reveal ulceration. The corneal specialist indicates the patient's condition has improved with topical amphotericin b, natacyn drops hourly, oral fluconazole, and zymar treatment. Laboratory analysis of a koh stained slide preparation of the corneal scraping may indicate the presence of fungal/yeast forms. The technical supervisor reports the patient's visual acuity was 20/30 on exam seventeen days after. He indicates she still following the treatment protocol and is responding well. A laboratory report identifies fusarium spp. On the corneal scraping culture, however the diagnostic laboratory does not carry identification to specification. Supplemental information has been requested from an additional laboratory. The patient was last examined in may 2005. The facility has agreed to request more specific information regarding the patient's product regimen, lens care use and behavior history.